Event description:
It was reported that the pacemaker dependent patient presented to the emergency room with heart rates in the 30's. Loss of ventricular capture was observed at 3.5 v, 1.0 ms. Later in the session, the capture threshold was measured at 1.5 v, 1.0 ms. X-rays showed tension on the lead with little slack. The lead was found to be dislodged. When the physician attempted to reposition the lead, the insulation was nicked near the suture sleeve.